Event description:
It was reported that the customer was hospitalized due to low blood glucose of 53mg/dl. It was stated that the customer was experiencing unexplained low blood glucose for the past three days. The customer's most recent glucose reading was 88mg/dl, and she has treated with food and glucose tablets. It was stated that the customer had too much insulin. Troubleshooting was performed. Reviewed the programming and found that the doctor has changed the settings several tims. The mother stated that the reservoir chamber smells like insulin. Advised the caller the importance of cleaning the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.